Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that rust was observed on the back of the pump casing. Reportedly, the rust prevented the customer from loading a cartridge. There was no reported impact to the customer's blood glucose level. The customer had manual injections available as alternate insulin therapy.